Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump exhibited error code 1720. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
(B)(6).